Event description:
On (B)(6) 2025, it was reported that during drug administration via an implanted port, the patient allegedly experienced subcutaneous leakage at the internal jugular vein insertion site. It was further reported that there was a vertical tear along the direction of catheter travel and the catheter had a problem in blood return or aspiration. The current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device will be returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue slim implantable port attached to a catheter were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted approximately 7.0cm from the distal end of the cath-lock. The edges of the partial circumferential break were noted to be uneven. The surface was noted to be granular in both regions. Upon infusion, a leak was observed from the partial circumferential break on the attached catheter. Aspiration was attempted and was unsuccessful as only air returned within the attached in-house syringe. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak and suction problem issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6)2025, it was reported that during drug administration via an implanted port, the patient allegedly experienced subcutaneous leakage at the internal jugular vein insertion site. It was further reported that there was a vertical tear along the direction of catheter travel and the catheter had a problem in blood return or aspiration. The current status of the patient remains unknown.